Event description:
A physician attempted to treat a occlusion of the left anterior descending artery. An unspecified guide catheter, an asahi confianza guide wire and an asahi tornus catheter were entered into the patient's vascular. Upon removal of the guide catheter, support was lost and both the guide wire and catheter could not be advanced. The devices were removed and upon re-insertion of these two devices, a dissection was detected. A stent of another brand was used to seal the perforation and the patient is reported as doing well.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.